Event description:
It was reported that the patient's device was explanted and the patient was reimplanted with another cochlear device. The patient reported experiencing poor performance before the device explant surgery. The surgeon reported observing a lot of ossification during surgery.